Event description:
(B)(4). I have pelvic pain that shoot down my leg that has not gone away since placement of the essure device in (B)(6) 2014 and my cramps during my monthly cycle has gotten more and more painful.